Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was having issues with the sensor and blood glucose level readings. The customer treated her blood glucose level three times based on her sensor glucose reading of 40 mg/dl. Her blood glucose level was now over 400 mg/dl. The infusion set had a bent cannula. The device was not returned.